Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) requested a review of stored ventricular episodes due to concerns of oversensing of pacing spikes observed on the shock electrogram (egm) on this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the available data and agreed that the signals were consistent with possible external pacing electromagnetic interference (emi) noise. No device therapy was delivered during the reviewed episode. No adverse patient effects were reported. This ICD remains in service.